Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had cracks in casing and there was a missing part in the reservoir compartment. Customer also mentioned that the device was rejecting a new battery and had to change it every week. Blood glucose level at the time of the incident was not provided. The insulin pump was not replaced or returned for analysis.